Manufacturer narrative:
(B)(4). Article citation: moreno, rosalina. "Lawsuits against manufacturers of rough textured prostheses skyrocket after the first final judgment in spain against allergan." Confilegal, 7 dec. 2022, https://confilegal.com/20221207-se-disparan-los-pleitos-contra-fabricantes-de-protesis-rugosas-texturizadas-tras-la-primera-sentencia-firme-en-espana-contra-allergan/?amp. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "existence of periprosthetic fluid" and "diagnosis of anaplastic large cell lymphoma".

Event description:
Through journal article "lawsuits against manufacturers of rough textured prostheses skyrocket after the first final judgment in spain against allergan" "patient had to remove the prostheses after detecting the existence of periprosthetic fluid in the right breast. Subjected to an anatomopathological analysis, the diagnosis of anaplastic large cell lymphoma". Pathological markers confirming alcl have not been received. The patient "had to undergo oncological radiotherapy as a preventive treatment." The device has been explanted.